Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Date of implant estimated. The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment with medications was related to case circumstances. Thrombosis is listed in the absolute pro instruction for use as a known patient effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on an unspecified date, the patient underwent a stenting procedure, with implantation of an unspecified absolute pro stent. Approximately 6 months later, the patient underwent a knee replacement surgery. During the knee replacement surgery, a tourniquet was placed and thrombosis formed within the stent. A heparin infusion was administered and the patient condition resolved. No additional information was provided.